Manufacturer narrative:
Investigation - evaluation a review of the documentation including the complaint history, device history record, instructions for use (IFU), manufacturing instructions (mi), quality control, and visual inspection of imaging of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, imaging was provided for review. Based on the timeline and a short video of an angiography taken on (B)(6) 2019, it appears that there are stents in the right rental artery that indicate that a snorkel/chimney procedure was performed. The observed contrast in the imaging that exists in what appears to be the seal stent region on the patient's left side is quite fast and circular/tubular in nature. This finding is more in line with a tear/suture hole elongation that could have been caused by a number of reasons that cannot be narrowed down with the given information. Additionally, a document-based investigation evaluation was performed. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Design verification testing performed in these tests showed that the affected product meets the established acceptance criterion to show that the affected product is safe and effective for its intended use. A review of the device history record for lot 9611307 found no other potentially non-conforming products as this is a one-device lot. A database search found this to be the only complaint associated with the given device lot as well. There is no evidence that non-conforming product exists in house or in field. Furthermore, there is no evidence to suggest the device was not manufactured to specifications. Cook also reviewed product labeling. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings and precautions additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing a large aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be conducive to graft migration or endoleak. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up 4.2 patient selection, treatment and follow-up. Key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15mm); and inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. 4.4 device selection strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration device infolding or compression. 4.5 implant procedure inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 12.3 abdominal radiographs the following views are required: four films: supine-frontal (ap), cross-table lateral, 30 degree lpo and 30 degree rpo views centered on umbilicus. Record the table-to-film distance and use the same distance at each subsequent examination ensure entire device is captured on each single image format lengthwise. If there is any concern about the device integrity (e.g. Kinking, stent breaks, barb separation, relative component migration), it is recommended to use magnified views. The attending physician should evaluate film for device integrity (entire device length including components) using 2-3x magnification visual aid. 12.6 additional surveillance and treatment additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak. Aneurysms with type iii endoleak. Aneurysm enlargement, =5 mm of maximum diameter (regardless of endoleak status) migration. Inadequate seal length. Consideration for reintervention or conversion to open repair should include the attending physician¿s assessment of an individual patient¿s co-morbidities, life expectancy and the patient¿s personal choices. Patients should be counseled that subsequent reinterventions including catheter based and open surgical conversion are possible following endograft placement.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be established. However, the most likely contributing factors can be attributed to patient anatomy (i.e. Pre-existing calcification and tortuosity) and the medical procedure itself (i.e. Inadequate sealing with balloon catheter and anticoagulation medication regimen). Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was submitted.

Event description:
Additional information was provided that the imaging was taken on 29may2019. The issue was detected directly after the procedure was finished. It was reported that the patient was discharged. No follow-up feedback received yet.

Manufacturer narrative:
B5- additional information regarding imaging details has been added. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical products: cook angiographic catheter, cook wire guide & cordis angiographic catheter. (B)(6). Occupation: unknown. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that after a successful graft implantation procedure, severe leakage of the zenith flex aaa endovascular graft bifurcated main body cover was observed by angiography. The patient had abnormal indicators after surgery and required an examination by laparotomy. Additional information regarding event details and patient outcome has been requested, but is not available at this time.